Manufacturer narrative:
Continuation of d10: product ID: pscic101, product type: catheter interface cable product. Event summary: the pscc100 catheter with lot number 0012715318 was returned and analyzed. During visual inspection, the shaft appeared to be broken at the distal tip of the handle. The shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control operated as designed, without encountering any operational issues; however, the spiral array did not extend or retract by slider operation. The steering function was normal, with the distal catheter tip achieving approximately 170° rotation in both directions. The catheter spiral array was received in an extended state, and it was observed that there were no kinks in the guidewire lumen along the extended section. The catheter was reprogrammed and connected to a generator via a test cic; however, a 2000 error occurred during the procedure, related to catheter electrical current. Electrical continuity testing revealed an open loop at electrode 8. X-ray imaging indicated that the hypo tube within the handle was broken resulting in complete detachment of the guidewire lumen. Additionally, the shaft was confirmed to be broken at the distal tip of the handle. In conclusion, the catheter failed the returned product inspection due to a broken shaft at the handle distal end and a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure , persistent noise was observed on channels three and four from the catheter. The catheter interface cable was reconnected multiple times which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.